Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID (B)(6)) was implanted (and zeroed) due to head trauma. Patient was transferred but when medical staff attached the sensor to the cerelink monitor it showed " 0 " (the sign that it needs to be zeroed) while zeroing was confirmed during procedure, therefore, the sensor was removed and replaced (same monitor, same cable). Patient recovering.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR: lot 6896057 / sn (B)(6), conformed to the specifications when released to stock. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint was not confirmed: - catheter severely crimped 10 cm from distal end and crimped 29 and 34 cm from distal end. - icp express reading 487; catheter zeroed without any issue. - the device passed electronic, noise, linearity/hysteresis, and signal drift tests. Root cause - based on the failure analysis, the exact issue reported by customer could not be confirmed as the device worked correctly. However, the possible root cause of the issue reported could be due user error as it's not possible to switch between different types of monitors. Additional information received: sensor was initially implanted in another facility, before the patient was transferred to the actual facility. Representative confirmed that the facility where the sensor was implanted did not use cerelink at that time (probably directlink). Additional information received from marketing manager: ¿ icp sensors (B)(6) are compatible with directlink/icp express and cerelink. Is it correct? Answer: yes. ¿ if a patient was initially monitored through directlink, I suppose the sensor should have been ¿zeroed¿ following directlink procedure. Is it correct? Answer: yes. ¿ based on your knowledge of the field, do you know if it is recommended to remove and implant a new sensor when we switch from one type of monitor to another (from directlink to cerelink in this case)? Or is it possible to switch without additional step and it is supposed to work? Answer: you can't switch between monitors. The probe needs to be removed.

Event description:
N/a.